Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the hose had a hole near the muffler and the hose came off the (prv) pressure release valve. It was also determined that the teflon seal was protruding from the swivel. It was further determined that the hole in the hose was in zone 1, which was consistent with the cause of failure being the manufacture¿s assembly fixture. The hose that was coming off the prv was due to a loose crimp. The cause of failure was the assembly fixture. It was determined that the teflon seal protruding from the swivel was consistent with normal use over time. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper assembly / manufacture. This issue has been escalated to CAPA. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that after the sterilization process, it was discovered that the motor device was leaking oil and the insulation was torn. This event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.